Event description:
It was reported that this patient's remote communicator displayed a red call doctor icon. Subsequently, troubleshooting was performed, and the communicator was power cycled and a successful patient initiated interrogation was sent. The patient was referred to contact their clinic regarding the red doctor icon. The patient's communicator captured 2 alerts for high out of range shock impedance measurements greater than 125 ohms. The device system remains in service. No adverse patient effects were reported.